Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during inspection it was noticed that when the radiolucent aiming arm hooked up to the radiolucent insertion handle there was a movement in between the two. There was no patient involvement. This report is for (1) radiolucent insertion handle frn. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the radiolucent insertion handle frn (part# 03.033.001, lot# l972811) was returned and received at us cq. Upon visual inspection at cq, the device was observed to be received assemble with the mating device rad aiming arm/frn greater trochanter (part# 03.033.003, lot# l849640). No other issues were observed with the complaint device. Functional test: a functional assessment was performed on the complaint device and was able to disassemble from the mating device rad aiming arm/frn greater trochanter (part# 03.033.003, lot# l849640) without any difficulties. However, when assembled back there was slight movement between both devices even when tightly screwed. Dimensional inspection: a dimensional inspection was not performed on the complaint device since a relevant measurement can not be performed due to the device geometry. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as the devices were not able to assemble as intended. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.033.001, lot: l972811, manufacturing site: hagendorf, supplier: n/a, release to warehouse date: 30 oct 2018, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.